Manufacturer narrative:
As reported, the patient underwent placement of a trapease vena cava filter. The patient is reported to have had a history of deep vein thrombosis (dvt). The indication for the filter placement was not reported. The filter was implanted via the right common femoral vein and placed in an infrarenal position. The patient is reported to have had no immediate complications. More than ten years after the filter implantation, the patient became aware that the filter had tilted and become embedded in the wall of the inferior vena cava (ivc). In addition, the patient was associated with stenosis and caval thrombosis. The patient further reported having undergone a complex percutaneous filter retrievable procedure. The details of this procedure were not provided. The patient further reported having experienced anxiety and lower extremity edema associated with the filter. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the ivc for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without images or procedural films for review, the reported filter tilt and retrieval difficulty events could not be confirmed and the exact cause could not be determined. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. Additionally, the timing and mechanism of the filter tilt is unknown. The reported details indicate that retrieval was attempted more than ten years after implantation. The trapease vena cava filter is designed for permanent implantation. Six straight struts that contain proximal and distal hooks that are designed for fixation of the trapease vena cava filter to the vessel wall. The off-label use of this filter may have contributed to the migration of the fractured filter struts. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as twelve days. Stenosis and/or thrombosis within the device or within the ivc and/or vasculature do not represent a device malfunction. Due to the nature of the complaint, the reported edema experienced by the patient could not be confirmed and the exact cause could not be determined. These clinical events do not represent evidence of a device malfunction. Clinical factors that may have influenced these events include the patient¿s pre-existing co-morbidities, pharmacological issues and lesion characteristics. The anxiety experienced by the patient does not represent a device malfunction. Anxiety, part of the body¿s natural response to stress and can cause feelings of, but not limited to, nervousness, mental anguish, fear, unease and worry. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, a patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to stenosis, caval thrombosis, tilting, embedment and complex filter removal. As a direct and proximate result, the patient suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will suffer significant medical expenses, pain and suffering and other damages. Per the implant records, the filter was indicated for deep vein thrombosis (dvt). Under fluoroscopic guidance, the right common femoral vein was accessed with a needle and guidewire. A sheath was then placed and advanced over the guidewire into the right common iliac vein. From this position an inferior venacavogram was performed, demonstrating normal patency of the inferior vena cava (ivc) without thrombosis and identifying the renal veins. A trapease filter was placed through the sheath and deployed in an infrarenal position. There were no immediate complications. According to the information received in the patient profile form (ppf), the patient reports tilting of the filter, filter embedded in wall of the ivc and stenosis, becoming aware of these events approximately ten years and five months after the filter implantation. The filter was percutaneously removed about ten years and seven months post implant. Removal procedure details were not provided. The patient s further experienced edema of the lower extremities and anxiety related to the filter.